Event description:
The customer reported falsely elevated troponin I (access accutni+3) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 600 access immunoassay system. An initial result of 15.17 ng/ml was obtained and released out of the laboratory. As a result, the patient was admitted to the hospital. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The customer stated the patient's sample was retested on the original instrument and on an alternate access 2 system and lower results of 0.01 ng/ml were obtained on both instruments. The customer stated an amended report was issued to the hospital and all troponin testing was transferred to the alternate access 2 system. It was noted that the patient had an earlier serial draw which produced a reproducible result of 0.01 ng/ml on the original instrument. The customer stated the sample was analyzed in the primary lithium heparin gel tube, through the closed tube aliquotter (cta). The sample was centrifuged at 3,000 rpm (rotations per minute) for ten minutes. The sample was also centrifuged prior to reanalysis. Quality control (qc) is performed every 24 hours. Qc and system check were within specifications prior to and after the event. The customer retested five other patient samples and noted all five results were reproducible. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni+3 reagent device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.